Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient has not been using his audioprocessor for 6 months as the skin began to open up. It appears the device is extruding out of the wound and skin.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection and extrusion of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, a device contribution to the subsequent development cannot be ruled out. The explanted device has not been received for investigation yet. This is a final report.

Event description:
The recipient has not been using his audioprocessor for 6 months as the skin began to open up. It appears the device is extruding out of the wound and skin. The device was explanted on (B)(6) 2024.